Event description:
The patient has continuous feedings running through the enfit neoconnect 5.0 fr tube. The syringe pump alarmed three times for occlusion. Each time the bedside rn checked the visual location of the tube and if it was able to flush with air and sterile water. The third time it was not possible to flush the og tube. After removing the og tube it had a huge clump in the center of the tube that was blocking the tube. The og tube was replaced with a 6.5fr in order to pass through the stomach (unsuccessful attempts to pass a new 5fr) and the continuous feeds were restarted after a 45 min delay.